Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, and qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter, with an unknown serial number, when compared to a laboratory result using an unknown method. At 11:20 (morning or evening was not provided) the laboratory result was 2.25 inr and at 12:20 (morning or evening was not provided) the meter result was 3.7 inr. The laboratory result was believed and no medication was adjusted. The patient's therapeutic range is 2.5-3.5 inr.